Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, right after the surgery there was bleeding out of the clamp row. The operating time was extended by more than 30 minutes with more than 250cc of blood loss leading up the death of the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler. The complaint file was reviewed and follow ups with the surgeon who performed the procedure indicate that the root cause of the medical complication could not be reliably determined based on the information which has been provided. The incident report indicates that no issues were identified at the time of the initial procedure. Additionally, the surgeon was interviewed by the sales rep for the account and the doctor indicated that he could not verify if the root cause was related to missing staples in the staple line or malformation of the staples; no additional information was provided by the account. A review of the device history record for each lot that was reported to be in inventory maintained by the account at the time of the incident indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
The patient was in for operative therapy of icterus and stenosis symptomatic of gastrointestinal passage a histological confirmed inoperable pancreas cancer with enclosed arteria mesenteric superior of liver arteria and of portal vein at a bilirubin of 14g/dl. After appropriate preparation they proceeded with palliative biliodigestive anastomosis with gastroenterostomy with a linear stapling device on (B)(6) 2016. Post- operative the patient was moved to intensive care. Ten hours post-operative there was bleeding. During a gastroscopy a diffuse bleeding out of the staple line was found and stopped by syringing below. On (B)(6) 2016 again there was post-op bleeding with drop down of hb. The patient needed several units of blood. On (B)(6) 2016 a re-laparotomy was then preformed and bleeding out of staple line was found. The staple line was re-sutured. The patient stayed intubated and ventilated. During set up of central vein catheter a pneumo thorax occurred and a pleura drainage had to be set. Later the patient had to be reanimated due to an asystole with heart rate. On (B)(6) 2016 the patient was intubated after successful weaning and stabilizing. Due to bad prognosis it was agreed with wife of patient to perform no further reanimation. Patient died on (B)(6) 2016.